Event description:
Patient reported that, while priming, an insulin cartridge leaked into the device's cartridge chamber. Patient cleaned out the insulin, and continued to use the device. Patient's blood glucose was not affected and no treatment was received.